Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that the tlc75 jammed. A second device was pulled and the case was completed without incident. There was no consequence to the pt.